Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging the display was damaged and there were issues with ink spots. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 8/26/2015 with the following findings: the reported ink spots on display screen was not duplicated during investigation. The display screen was found to be fully functional, clear and legible. The pump was opened and the display flex was fully seated and secured to the connector. The returned battery cap was used to perform investigation.

Manufacturer narrative:
The reported cracks/damage to the display was not duplicated during investigation. There were no defects with the pump.